Event description:
Customer requested assistance delivering a correction bolus from tandem technical support as blood glucose level was 248 mg/dl. Customer reported eating a cheeseburger as possible cause for elevated blood sugar; however, customer is a new pump user and cause could not be confirmed.

Manufacturer narrative:
(B)(6) 2015 follow up: customer reported that bg levels were within target range. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.